Event description:
It was reported ¿rec¿d call today due to inability to flush PICC. Upon inspection, line was noted to be out of skin approx 6 cm with an obvious kink in the line near insertion site. Unable to flush any of the three lines [lumens]. Obtained order for an exchange over wire to be done. This was completed and new line working great. It was stated there were two obvious kinks noticed on the old PICC. No patient harm." Additional information received 1/11/2021: it was reported the statlock stabilization device was used from the 5fr triple PICC kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter was difficult to flush and aspirate was inconclusive due to the sample condition. One 5fr triple-lumen powerpicc solo was returned for investigation. Evidence of use was observed on the catheter. The PICC was received with injection caps attached to the solo connectors. The catheter had been trimmed to length between the 18 and 19 cm depth marks. The distal catheter segment was not returned for investigation. The catheter was curved between the 0 and 7 cm depth marks. The 2-4 cm depth marks were worn from the tubing. A functional test revealed no occlusions or restrictions in the flow for infusion or aspiration. The catheter wall thickness was within specification. Kinking, clotting, or precipitate formation within the lumens may have been contributing factors in the reported event, but no damage was observed on the returned sample. The instructions for use (IFU) state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported ¿rec¿d call today due to inability to flush PICC. Upon inspection, line was noted to be out of skin approx 6 cm with an obvious kink in the line near insertion site. Unable to flush any of the three lines [lumens]. Obtained order for an exchange over wire to be done. This was completed and new line working great. It was stated there were two obvious kinks noticed on the old PICC. No patient harm." Additional information received 01/11/2021: it was reported the statlock stabilization device was used from the 5fr triple PICC kit.